Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 37 events were reported for this quarter. Product return status 1 device was received. 36 devices were evaluated based on historical data analysis. Additional information 37 devices were not labeled for single-use. 37 devices were not reprocessed or reused.

Event description:
This report summarizes 37 malfunction events in which the device reportedly overheated. - 25 events had no patient involvement; no patient impact. - 11 events had patient involvement; no patient impact. - 1 event had insufficient information received.